Event description:
It was reported that during an interventional procedure to the coronary artery de novo lesion with no tortuosity and no calcification, the 190 cm hi-torque balance middleweight universal ii guide wire became frayed while attempting to cross the mid-left circumflex. There was resistance between the guide wire and the patient's anatomy on withdrawal. The wire was retrieved via the balloon and some fragments and coating were found broken off and remained inside the lumen. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received clarifying that the bmw guide wire did not cross the lesion.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of returned guide wire found no blood visible, which is consistent with the device being wiped down after use. There was thick dried contrast on the core, polymer coating and coils. The intermediate coils were pushed distal from the proximal solder for a length of 0.5 millimeters (mm). The shaping ribbon had separated 2.6 centimeters (cm) distal to the center solder. The fracture faces were twisted. There was 4 mm of the separated shaping ribbon proximal to the tip ball. The tip ball was intact. The entire length of the tip coils was completely stretched out. The tip coils were intact and not separated. The core distal to the center solder was intact and was not separated. The core and polymer coating were not peeling as reported. There was no damage noted to the guide wire. Factors that may contribute to resistance during advancement and removal from a lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case it is likely that the tip of the guide wire became entrapped within the lesion. Scanning electron microscopy (sem) analysis suggests that the ribbon failure may be attributed to torsional overload, which is consistent with the tip being over-torqued while in a trapped state. A guide wire being over-pulled or over-torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the material to separate. Additionally, the stretching of the coils suggests that the tip remained trapped during removal and force was applied to remove. Overall, the reported resistance and subsequent damage appears to be related to case circumstances. There is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records. A query the complaint handling database for the reported lot was performed and there were no other incidents for peeling or failure to cross reported for this lot. Manufacturing performs visual inspection of the guide wire tip after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality.